Event description:
Bed alarm in patient's room continually going off with minimal movement from patient. Pad and battery changed with no effect. Bed alarm was removed from service and replaced with functioning alarm.